Manufacturer narrative:
The reported device was serviced by a field service engineer. Upon review, the pinch valve was confirmed to be stuck. The pinch valve was removed, thoroughly cleaned, and realigned back on the device. Subsequently, the device passed all applicable testing.

Event description:
It was reported that during perfusion, low arterial pressure was noted. Restarting perfusion did not resolve the issue. Upon closer inspection, it was noted that the pinch valve was stuck and not closing despite the graphical user interface (gui) reporting 100% arterial pinch valve closure. Manual pressure was applied to the hepatic artery line using a clamp and the perfusion parameters stabilized. The liver was successfully transplanted following perfusion.